Manufacturer narrative:
Device evaluation: the manufacture's field service engineering (fse) was dispatched to the site on (B)(6) 2016. Resolution and disposition: the fse replaced power supply, power management board, the battery assembly and the blower assembly to address the reported problem. Unit passed all required tests and unit is ready for patient use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator has the main power indicator but it does not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the blower motor assembly for evaluation. Visual inspection of the returned blower motor assembly revealed no signs of damage or contamination to the exterior of this part. Additionally, there were no signs of damage or contamination to the impeller, surrounding area, end cap, or the end cap o-ring. Fi technician tested the blower assembly was tested and no failures were identified. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: root cause of the reported problem could not be determined due to the blower assembly was tested and no failures were identified.